Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a 60.9mm taa it was noted that a gap was observed at the connection between the tip and the rear end of the delivery system of the valiant captivia stent graft . This issue was identified during the activation of the hydrophilic coating after the stent was opened. Attempts to manually connect the tip were unsuccessful as it returned to its original position with a gap. Concerns were raised about potential difficulties in delivering and possible damage to the femoral artery were noted but the stent graft was successfully delivered and deployed. Here was no vessel damage reported. The outer packaging had no damage prior to unboxing and the box was sealed when taken off the shelf. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis: one (1) image capturing the gap between the taper tip and the graft cover tip was received. The gap length could not be determined from the image. The reported dimensional deviation was confirmed based on image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.